Event description:
User experienced discrepant troponin t results for one pt. Initial result 0.054 ng/ml. Same sample repeated three times gave 0.091 and <0.01 ng/ml twice. The erroneous result was reported and a corrected report was sent to the physician. Further testing was ordered because of the erroneous result however, the lab is not aware of any interventions taken with this pt. The field service representative was unable to determine exact cause. Performance tests were performed.